Event description:
It was reported that the user could not unlock the ilet due to a cracked screen, which the user stated likely occurred while the device was in a pocket, and a replacement was arranged with instructions provided for shutdown, data sync to the mobile app, return logistics, and the need to complete a new startup on the replacement device. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond temporary device unavailability, with continued use of backup therapy and continued cgm use via the dexcom app or receiver. Investigation included customer interview and confirmation of shipping and return procedures. Investigation of this case revealed physical damage to the display that impaired usability. It was concluded that the device exhibited a screen failure consistent with external damage, and user guidance and replacement were provided.